Manufacturer narrative:
Additional information: evaluation summary: post vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. Visual inspection found insulation on the rod shaft was damaged and missing. The customer reported the device shaft was damaged. The reported condition was confirmed. The investigation found insulation on rod shaft was damaged and missing. Product engineer was notified of the complaint and determined the probable cause was a degrading of the polyester surface of the shrink wrap possibly due to impurities in the material. When the device was sterilized the heat and humidity caused the material to peel and flake, the heat shrink material is provided to the outer tube supplier by a sub-tier supplier. The investigation identified the root cause of the reported event to be a supplier defect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to the start of a mediastinal lesion excision/thoracoscopy procedure, the shaft of the device was damaged. The issue was identified upon opening the package. There was no patient involvement, and a new device was used to continue the procedure.